Event description:
Healthcare professional reported pain, shape disfiguration, and capsular contraction baker grade unknown, against unknown side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported pain, shape disfiguration, and capsular contraction baker grade unknown, against unknown side. Later reported "capsular contracture (baker grade unknown), stiffness, pain, swelling and rupture on right side. The device has been explanted with non allergan device.

Event description:
Later reported "capsular contracture (baker grade unknown), stiffness, pain, swelling and rupture on right side. The device has been explanted with non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.